Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the locking titanium adapter disconnected from a transfer set resulting in a leak; further described as the transfer set "falling off". This issue was noticed during an unspecified process step of peritoneal dialysis therapy. The leak was further described as ¿leaking pd fluid from the end of their pd catheter". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A1: patient identifier: was changed from unknown to (B)(6). H10: should additional relevant information become available, a supplemental report will be submitted.